Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's mother that the patient had to go to the urgent care due to high blood glucose (bg) levels and stomach pains. The pod was worn for 3 days. The patient's mother stated that when they arrived at the urgent care the patient's bg levels were at 465 mg/dl. The urgent care doctor performed an exam and did a urinalysis which showed bg levels of over 1,000 mg/dl urgent care suggested that they go the emergency room, so the mother took the patient to the emergency room. When they arrived at the emergency room their bg levels were at 497 mg/dl. Patient was treated with fluids and insulin.